Manufacturer narrative:
Eval: method, results, conclusions: the investigation is still ongoing on this event. When the investigation is completed, a follow-up report will be sent to the FDA.

Event description:
The patient had an mr exam. He was scanned in the head first position with the sense head neck coil. The procedure setup required the cables cross the patient. During the scan, a second degree burn with a blister size of 1 cm x 7 cm occurred at the location where the cable of the anterior coil contacted the patient.